Manufacturer narrative:
The sample was collected in bd lithium heparin tube and inverted per manufacturer's guidelines and centrifuged at 3400rpm for 6 minutes. The sample was normal in appearance. Per customer, weekly maintenance is performed routinely and multiple system checks performed between 10/14/2011 and 10/25/2011 were within specifications. Multiple calibration failures had occurred on four assays between (B)(4) 2011 and (B)(4) 2011. Qc performed before and after this incident recovered within established ranges. A field service engineer (fse) was dispatched on-site and performed a system check which failed. Fse found a hole in the aspirate probe tubing and replaced the aspirate tubing and probe. A system check then performed was within specifications with passing qc recovery. The other two patients with erroneously high accutni results are documented in mdrs 2122870-2011-05437 and 2122870-2011-05618. MDR #2122870-2011-05465 documents the high tsh results obtained for a fourth patient involved in this event.

Event description:
A customer contacted beckman coulter inc. (Bec) regarding erratic troponin (accutni) results generated by the access 2 immunoassay system for three patients. This report documents patient 3 of the 3 patients with high accutni results. The patient's all were in-patients. Two patients were transferred to another facility because of the elevated results, however, it is unknown which patients were transferred. Per customer, both patients' results at the other facility were negative.